Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 5.2 square u-link on the solenoid was broken. A field service engineer replaced the u-link and the issue was resolved, with successful testing completed in diagnostic mode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 was clicking and not opening. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.